Event description:
It was reported that the deep brain stimulation (dbs) patient was hospitalized due to a brain hemorrhage around the base of the lead and a fall. The physician assessed that the lead implant procedure contributed to the hemorrhage around the lead and that the patient fell either right before the hemorrhage or directly after. The patient experienced some cognitive impact. The patient will continue to be monitored as he remains in hospital.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl.